Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference manufacturer contacted customer on 05/31/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer does not have diabetic symptoms currently and no medical attention required. Customer thinks it's because she was out in the heat too long, that is why she was having symptoms.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer reported symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/19/2018 and open vial date is approximately two days ago. The meter memory was reviewed for previous test result history: (B)(6).